Event description:
Pt hospitalized after being burned with gasoline. Pt came to hosp intubated. On post burn day two the pt received some ipv treatments with nebulizers. It was noticed that the pt became bradycardic and was desaturating. The pt received atropine and epinephrine and the pt's blood pressure recovered. Although the pt had equal breath sounds, a chest x-ray revealed bilateral pneumothoraces. Two chest tubes were placed. Pt was started on an simv rate of 15, tidal volume of 350 with 5 of peep and 10 of pressure support. Of note the pt was not observed to have a black or dark secretions from endotracheal tube and it was thought that he probably did not suffer from any inhalational injury at the time. IV fluids were started with lactated ringers running at 200 cc an hr and d5 normal saline and 20 of k at 70 cc an hr and pt was also put on a versed and morphine drip, each of them running at 5 mg per hr. Pt would be given ketamine as needed with wound cares. On post burn day two it was noted that pt was requiring quite a bit of fluids just to sustain blood pressure and urine output and it was noted that there was a gram's stain positive for gram positive cocci in sputum. The pt had bilateral 20 gauge IV's in both upper extremities and an arterial line in right lower extremity. On the next day pt required a subclavian central line placement which they tolerated without any complications. A chest x-ray showed that the line was in good position and there was no pneumothorax. Later that afternoon, after the pt had received some ipv treatments with nebulizers, it was noted that they became bradycardic and was desaturating. Pt received atropine and epinephrine and blood pressures recovered and saturations started to come up but as pt was put back on the ventilator it was noted that they started to desaturate again and arterial blood gas was obtained which showed a metabolic acidosis and although the pt had equal breath sounds a chest x-ray revealed bilateral pneumothoraces, so therefore chest tubes were placed bilaterally with resolution of pneumothoraces and recovery of oxygen saturations and blood pressures. The pt was also started on a dopamine drip at this time to help keep blood pressures above 100 as fluids were starting to be weaned down. Respiratory culture had no growth and a urine and blood culture also had no growth.